Manufacturer narrative:
The microcatheter was returned for evaluation without the thrombectomy device. Therefore any contributing factors from the thrombectomy device could not be assessed. There was a significant amount of blood inside the catheter lumen. The catheter tip and the marker band were examined and no damages were found. However, damaged was found at the distal tip of the catheter body. This was evident by flatting, accordion and material separated. The tubing material at the damage end locations exhibited jagged edges, exposed braid, stretching and necking. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's report of was confirmed. The catheter most likely separated when it exceeding the tensile strength of the tubing material. It is possible that the patient¿s ¿severe tortuosity¿ may have contributed to the reported event. Subsequently, causing the catheter to become flattened, accordion and separated. The damage found on the catheter likely indicates that the catheter was advanced and pulled against resistance. Please note the device¿s instructions for use (IFU): ¿never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Additional information has been requested from the customer. However, attempts to obtain the information have been unsuccessful. If additional information is received as supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that during a mechanical thrombectomy procedure, the catheter was reported to have broken during its use. Upon the second mechanical thrombectomy retrieval, the physician reported that the microcatheter experienced excess tension and developed wrinkles (accordion appearance) right before the tip of microcatheter broke and disengaged. The broken section was found inside a competitor catheter. The physician was successful in removing the separated piece/s via aspiration. The patient was reported not to have been injured. The vessel was partially revascularized as evident by thrombolysis in cerebral infarction (tici) of 2b. The physician commented the patient's vasculature system, including the internal carotid was severely tortuous.